Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during port removal the catheter broke at the proximal end. There was no reported patient injury.

Event description:
It was reported that during port removal the catheter broke at the proximal end. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One m.r.I. Lp plastic port with 6.6 fr s/l silicone catheter was returned for evaluation. The catheter was returned in three segments, with a short proximal segment attached to the port stem, a short detached interim segment and a long detached distal segment. The catheter lock was also returned detached from the port. The proximal catheter segment on the port stem was noted to have been over placed onto the shoulder at the proximal end and a circumferential fractured distal end profile with a length varying (2.1 to 7.2) mm. Damage was also noted to the distal end of the port stem. Two complete circumferential breaks were noted to the catheter in the region of the port stem/catheter lock. Therefore, the investigation is confirmed for the reported catheter break, specifically a catheter break at the port stem. Per the evaluation results, the catheter lock was returned detached and the proximal end of the catheter exhibited signs of damage consistent with an improper connection. While a definitive root cause could not be determined based upon available information, it is possible that procedural issues during attachment to the port stem contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.